Event description:
It was reported that during the implant of the right ventricular (rv) lead, the physician was unable to place and position the lead and the stylet would not advance through the lead. The physician questioned the lead integrity versus possible debris inside the lead. The lead was removed and replace. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary #(B)(4): the full lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.